Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device during an endoscopic retrograde cholangiopancreatography procedure stent could not be placed correctly through the working channel. There were no reports of patients¿ harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not inspected and the reported failure could not be confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.